Event description:
This was a left-sided lead extraction procedure to remove one non-functioning lv pacing lead (guidant 4512, implanted 138 months). Due to heavy scarring, the physician elected to extract a previously abandoned rv lead (information unknown) during the extraction procedure using an lld #2 and a 14f glidelight with visisheath. The rv lead was extracted successfully. The lv lead was then prepped with an lld and a 12f glidelight was used to lase. The lld was not able to be passed all the way to the distal end of the lead. During the extraction, the patient's blood pressure declined and she was transferred to the or where a sternotomy was performed. The surgeon elected to cut and cap the remainder of the lv lead during the open procedure (no lld remained within the lead). The patient survived the intervention.